Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels of 420 mg/dl. The customers blood glucose was unknown at the time. No symptoms or treatment were reported. It was reported the customer had dropped the insulin pump, and the piston broke from the reservoir compartment broke. It was reported training was admitted, to prevent this issue from happening again in the future. No devices were returned or shipped. The customer was advised that they would be receiving a replacement pump. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to broken motor slide tip. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.